Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had a back surgery during which the entire device was also explanted. It was unknown if the back surgery was device related and reason for explant was also not provided. No device malfunction was suspected. The explanted devices were discarded. No further information could be obtained despite good faith efforts.